Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that the patient with acute myocardial infarction complicated by cardiogenic shock was escalated from impella cp to impella 5.5. In intensive care unit the patient had no pulse on the right foot. The medical doctor requested an arterial doppler for right leg and foot. The next day, there was still no pulse in the patient¿s right foot. Vascular was notified. Unknown intervention. It was further reported that the patient developed ischemic bowel and the family decided to withdraw care. The patient expired.